Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False eri triggered on (B)(6) 2015 and battery voltage not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic for bradycardia. The patient's device was interrogated and vvi pacing was discovered. The patient's device was reprogrammed. After exiting session and re-entering session, pacemaker voltage did not show although pacemaker functioned well in programmed ddd mode. It was noted the issue is related to elective replacement indicator (eri) lock up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.